Event description:
It was reported the customer had sensor issues. Customer reported having pain during insertion. The customer also reported receiving a threshold suspend due to their inaccurate sensor readings. Customer also reported their blood glucose was around 50 mg/dl in november. Customer also stated they had a sensor error alert. Customer was advised to call back when the issue occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.